Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) storm. This ICD successfully provided anti-tachycardia pacing (atp) to this patient after which a vn marker was observed after the last pulse. It was questioned if there was right ventricular (rv) capture. Technical services (ts) reviewed and explained that the first sensed beat post atp was not sensed, likely due to being too small and close to the previous atp. Ts noted the vn marker did not impact any further therapy or sensing from this ICD. This ICD remains in service. No adverse patient effects were reported.